Manufacturer narrative:
Getinge field service engineer (fse) found (B)(6) counter pulsation pressure waveform abnormal when using the device .the customer informed that the counter pulsation pressure waveform was abnormal when the device was used, and the device was replaced immediately, with no casualties. Despite gfes (good faith efforts), no response has been received regarding any repair or the status of the iabp. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusion), h11. It was reported that during use customer found the cs100 intra-aortic balloon pump (iabp) counter pulsation pressure waveform was abnormal. A getinge field service engineer (fse) confirmed the device waveform was abnormal and the pressure was insufficient. The 5000-hour maintenance kit (B)(4) was replaced. The device passed all the performance and safety index tests specified by the factory. The device has been delivered to the customer and can be used clinically. There was a patient involvement but there were no casualties.

Event description:
N/a.

Event description:
It was reported that during use, the cs100 intra-aortic balloon pump (iabp) counterpulsation pressure waveform was abnormal when using the device, and the device was replaced immediately. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 event site telephone was shortened due to character limitations. The complete number is (B)(6).